Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Image review: three static images were provided for review of event described above. The patient summary was not provided for anatomical review. The valve load inspection was not provided. One image shows a severely constrained bioprosthetic valve. Anther image shows a possible infold indicated by the yellow brackets. Another image shows another view of the constrained bioprosthetic valve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-dilation was performed using a 22 mm balloon. Of note, the patient had a type 1 bicuspid valve, with left coronary cusp (lcc) and non-coronary cusp (ncc) raphe and heavily calcified anatomy. On initial deployment, the valve was constrained. The valve was recaptured and repositioned at a higher depth. The valve remained constrained. The implant team discussed whether the valve had an infold, or was constrained due to patient anatomy. An infold was speculated but not confirmed. The valve was recaptured and repositioned again. The team finally elected to remove the valve and perform another pre-dilation. The valve was withdrawn. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 24 mm non-medtronic balloon. The replacement valve was successfully implanted. The valve was post dilated using a 24 mm non-medtronic balloon. No adverse patient effects were reported.